Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a yellow/brown foreign material clogged the balloon channel and came out of the distal end, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. The information in "chapter 6 compatible reprocessing methods and chemical agents" and "chapter 7 cleaning, disinfection, and sterilization procedures" from the instructions for use (IFU) pertains to this event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope exhibited leakage at the bending section cover. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the balloon channel with foreign material. Foreign material was yellowish/brown in color but it is unknown what the foreign material was. Foreign material comes out from balloon channel at distal end. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Leakage was noted at the bending section cover. Due to a cut on bending section cover, water tightness is lost. There were few additional findings. Light guide cover glass had a dent. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Air/water leakage was noted from the insertion tube/bending section. Due to clogging of balloon water-tube, balloon channel cleaning brush cannot inserted smoothly. Connecting tube had a wrinkle. Universal cord had a dent. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Scratches were found on the distal end, scope connector, control unit, image guide protector, acoustic lens and universal cord protector. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.